Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that immediately after opening the package, it was noticed that the needle cover was not attached to the needle. There was no reported patient involvement.

Event description:
It was reported that immediately after opening the package, it was noticed that the needle cover was not attached to the needle. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a missing needle cover for an infusion set is inconclusive due to the state of the returned sample. One 22 ga x 0.5 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed some saline use residues inside the tubing of the returned infusion set. The infusion set was returned in its cardboard packaging, and the clamp of the infusion set was engaged. No needle cover was returned with the infusion set. Because the infusion set was returned opened with some evidence of use residues, the complaint of a missing needle cover is inconclusive. This complaint will be recorded for future trending and monitoring purposes.